Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Drug reportedly leaked through the vent during an unspecified chemotherapy administration. The machine showed a blockage warning so the problem was immediately found and no splashing occurred. The pump infusion was stopped and the primary plum set was changed out to avoid any splashing of chemotherapy drug. There was no report of human harm.

Manufacturer narrative:
A photo from the customer was provided showing the vent plug juncture on the 14687-15 primary plum set for inspection. There was no leakage observed. No samples were returned for investigation. The reported complaint could not be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 13518721 was reviewed, and no non-conformities were found that would have led to the reported complaint.